Manufacturer narrative:
It was reported the physician information could not be provided due to restriction by privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was exposed to saline solution during preparation, and the coil was detached. There was no damage to the pushwire observed, and no detachment attempts were made. A replacement device was used in the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and there was no patient involvement with the event. Ancillary devices include a phenom 17 microcatheter.